Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the review. The device was returned for analysis and has been evaluated. Visual and functional testing were performed. The keypad had a slight scratch and the labels were intact. No damage was observed on the pump. The event history log review noted a 24 high pressure alarm. A sensor verification and simulated use was performed. The customer?s reported problem was unable to be duplicated although the event log verified that the event occurred. During sensor testing, it was found that the downstream occlusion (dso) sensor value was within manufacturing specification. The pump was tested for accuracy using the returned cassette and it passed accuracy test which was within specification. No error or alarm occurred. No actions were taken for the primary concern reported; however, the dso sensor was replaced. The root cause of the reported complaint is unknown.

Event description:
It was reported that the "high pressure" alarm went off. Even though the customer pressed the "scroll" key, the pump did not respond. They tried to troubleshoot by replacing the cassette with still another one, but the "high pressure" alarm was issued again. They turned off the power, detached and re-attached the cassette with the pump, and then removed and reloaded the batteries, the situation was remedied. The system continued to worked normally until the cassette was replaced with yet another one on the next day. After that, they attached the used cassette to the pump to check the performance of the product. However, no "high pressure" alarm sounded. No patient injury was reported.